Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was hanging. Customer tried a warm restart, but the issue persisted. Customer stated that when selecting a single patient on the review monitor, multiple patients were being selected. The philips field service engineer (fse) visited system onsite and could not reproduce the reported issue. However, as a proactive measure, the fse reloaded the software, after customer performing the patient backup. After the software reload, the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was hanging, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.